Event description:
It was reported that the right ventricular (rv) lead was oversensing, delivered multiple inappropriate shocks and had high impedance due to an apparent lead fracture. Therefore, the rv lead was explanted and replaced with a new lead. It was also reported that during the rv lead revision, it was noted that the right atrial (ra) lead had wire protruding through the insulation. Therefore, the ra lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached (clavicle-rib crush), the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. (B)(4) a distal segment of the lead was returned and analysis found that the distal conductor was fractured. It was also noted that several conductors had blood/body fluid (not obstructed), the outer insulation was breached (clavicle-rib crush), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. These analysis findings do not meet the requirements for the (B)(6) 2009 remedial action exemption.